Event description:
Information was received indicating that the cadd administration set leaked. The leak was noticed during delivery from the air elimination filter. There was no reported injury to the patient.